Event description:
It was reported that the home patient (hp) had reused single-use supplies while they were performing peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp reported that they previously had some unrelated issues with the hc that ended the therapy and then starting over with the same supplies. The technical service representative (tsr) explained that if the therapy ended, then the hp would have to start over with all new supplies. The tsr talked about the importance of changing out the supplies and advised against re-use of single use supplies in the future. The hp understood. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. It was reported that the patient reused single use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.